Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and continued to use the pump for insulin therapy.